Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A small amount of powder was present on the exterior of the device. Four catheters were included in the return. It is unknown which catheters were used with the complaint device. Catheter #1 contained powder inside the tubing. Catheter #2 contained powder inside the tubing and had discoloration at the distal tip. Catheter #3 presented with discoloration and had been cut short at the distal tip as shown by the incomplete print. Catheter #4 presented with discolored powder at the distal tip. All four catheters were kinked. When tested as returned, the device did not spray powder. The co2 cartridge did not discharge when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The catheters were attached to the device for testing and all four sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history records for the lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure to treat an upper gastrointestinal bleed, the physician selected a cook hemospray endoscopic hemostat. The physician activated the carbon dioxide (co2) and no powder came out. The physician believes it was a faulty co2 cartridge. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.